Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant products: item 124456 - lot 3339031 - exceed abt 3hl shell 44/56mm. Item 650-0795 - lot 3367972 - biolox delta lnr 36mm 54-56mm. Item 650-0660 - lot 3386643 - delta ceramic fem hd 36/-3mm. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Item # 51-107160 lot # 3424478; review of the device history record identified a deviation operation no. 350 for titanium belt & grinders where 1 piece was scrapped due to casting defect. Concessions were also noted; however, this did not affect the reported event. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. A complaint history review determined that no further action was required as no trends were identified. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6) reported patient underwent total hip arthroplasty (tha) for right hip on (B)(6) 2015. 6 months post op it was reported, needs support of cane most of the time for walking maximum distance, extremely difficult to wash/dry, moderate trouble getting in or out of car, moderately difficult to put on socks, moderately difficult to shop, limping often, pain totally interfered with usual work.